Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had sepsis, which led to multi system organ failure. Care was withdrawn and no autopsy was performed.

Manufacturer narrative:
The pt expired and an autopsy was not performed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.